Event description:
It was reported that during use on a patient the pump alarmed "air in line". The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.